Event description:
It was reported that an auto-off alarm occurred. The customer¿s blood glucose (bg) level was 596 mg/dl with high ketones that were not identified as dangerous by a healthcare provider. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was released the dame day with issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.